Manufacturer narrative:
H3, h6: the reported fast-fix 360 reverse curve needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device shows no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been cinched, t1 bent and t2 is missing a portion of its proximal end. The actuator is in its post t2 deployment position indicating multiple trigger advancement. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending or flexing the delivery needle during attempted deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during surgery, the fast fix's t1 was deployed successfully, but t2 couldn't be deployed. The procedure was completed using a backup device, with a 5 min delay. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.